Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found that the difference of the measured temperatures between the safety and control temperature sensor was too big, triggering the error reported error code. He replaced the temperature sensor of the patient side and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova(B)(4) received a report that a heater-cooler system 3t displayed an error code and showed temperature fluctuation from 30°c up to +/- 2 °c. There was no patient involvement.